Event description:
Infusion device "restarted itself at any time." Infusion device may have shut down and started again without giving an alert or error message. Infusion device was requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.